Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a surgical procedure, four of the screws used to secure the advansys tibio - talo - calcaneal plate stripped at the screw head during insertion. One of the screws that was implanted was left with the screw head remaining prominent. It is not known which of the screws was not completely inserted. No additional info will be provided by the surgeon. The screws that were used were: catalogue number 286426snd, lot elf2; catalogue number 286435snd, lot eabl or e8fm; catalogue number 286440snd, lot ekvs; catalogue number 286445snd, lot ekvt.